Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to inappropriate therapy. The device was interrogated and it was noted there was underlying atrial fibrillation (af) with rapid ventricular response. Follow up was conducted and the patient is being monitored with no intervention completed. The device is still in use. No further patient complications have been reported as a result of this event.